Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via (B)(6) user report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a user report from (B)(6) about a us customer which reported the following information: customer reported she experienced an allergic skin reaction after 7 days of wearing an adc freestyle libre sensor. On (B)(6) 2019, customer experience symptoms described as ¿circular rash and itching¿ at the insertion site. It was further reported that the customer¿s injury was minor, and there was no report of any medical treatment or intervention associated with the product issue. Based on the information provided, there was no report of serious injury associated with this event.